Manufacturer narrative:
Product event summery: damaged instrument, navlock thoracic probe. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the thoracic probe was damaged specifically bent. There was no patient present at the time of the event.